Event description:
According to the medical records received, transesophageal echocardiogram (tee) demonstrated a 12-13mm secundum atrial septal defect (asd). There was no aortic rim but the other rims were adequate. The immediately adjacent atrial septum was somewhat floppy. Balloon sizing was also performed to stop-flow but according to the physician even at full inflation there was incomplete examination of the shunt. A larger balloon was then used and the asd measured between 25-28mm. Repeat tee was performed and the asd measured 12mm. A 20mm amplatzer septal occluder (aso) was implanted under fluoroscopy. The aso appeared to touch the aorta with deformation of the aorta and la disc. The device was removed and a 15mm aso was attempted but was unable to sit within the atrial septum and pulled through the asd. A 19mm aso was then implanted, tee showed no residual shunt and the aso was stable during the push-pull maneuver. The aso sat well then embolized into the left atrium. The aso was then percutaneously removed with a snare.

Event description:
According to the initial information received, a 20mm and 15mm amplatzer septal occluder (aso) were attempted and removed due to device sizing. A 19mm aso was then attempted and released but embolized to the left atrium and was percutaneously removed. Additional information has been requested, including imaging of the implant procedure, cath lab report and defect/sizing measurements, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: two cds were provided: one cd contained fluoroscopic images of balloon sizing, device placement and retrieval of the embolized device. The second cd was the intra-procedure tee images of defect evaluation, balloon sizing, device placement, device embolization and retrieval. The tee was of good quality and defect evaluation was optimal. The native defect appeared small in size. The aortic rim was absent in more than one view. The posterior rim was thin and disappeared in parts of the cardiac cycle. The svc rim was deficient in areas which were contiguous with the posterior rim frailty. The ivc rim was adequate but very thin and the tip did not appear to hold the device. The av valve rim and the superior rim (toward the pulmonary vein) were adequate. Measurements of the frail rims were 22mm (24mm by color flow) in short-axis view, 19mm in bi-caval view and approximately 25mm in 4-chamber view. Balloon sizing revealed the defect to be about 24-25mm which correlated well with static diameter when the thin rims were included. The aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. According to agas medical consultant, the following conclusions were drawn: the aso embolized because of inadvertent and significant undersizing of the defect. The defect was complex in nature and the static diameter (without accounting for the thin rims) was small, but inaccurate the purpose of the stop-flow balloon sizing is to ensure the septal rims that will not hold the device (atrial septal rims that can be pushed away by the self-centering waist of the device) are pushed away to give the true diameter of the defect. In this case balloon sizing was accurate and a device that was about 24 or 26mm should have been chosen.